Event description:
It was reported by service report that the footboard display will not activate from the footboard controls and bed exit is not functional. There was pt involvement; however, no adverse consequences are reported.